Event description:
It was reported that during a routine device follow up, a battery depletion (bd) alert was observed. The message indicated that the remaining battery life was not accurate. Device data was submitted to technical services for review. Engineering analysis confirmed that the bd error was caused by excessive magnet applications. In may on two different occasions the bd alert was triggered following multiple magnet detections over a period of 4.5 hours and 2 hours. In october there was one brief magnet application of about 10 minutes. Technical services recommended normal device follow ups, and suggested finding out what the patient was doing on the dates of the magnet applications, to ensure they are not having something on their person or doing something at home that exposes them to magnet detections. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion errors; however, the errors were not representative of actual fast battery depletion and were unintended. Please refer to the description for more information regarding the specific circumstances of this event.